Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that flex vision pc was not working. After reviewing the log file, fse did not found anything regarding flex vision pc malfunction. Upon troubleshooting fse the matrix switch was defective. Fse replaced the matrix switch, reseated all connectors, replaced the lateral ippc and a dvi converter connected to the pc dvi to tx connector and ethernet cable from the lateral ippc. After the replacement of the parts in flex vision pc, the system returned to use in good working order. The defective parts were returned for analysis and no failure confirmed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc was failing, and no display was available on the flexvision monitor. No harm was reported to philips. The device was in clinical use at the time of reported event. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and digital visual interface matrix switch which resolved the issue. The device was returned to use in good working order.